Manufacturer narrative:
(B)(4).

Event description:
Customer reported the handle did not charge. It was reported the anesthesia provider checked the light prior to bringing the patient in the room and the light worked. When the handle was used, the light did not work. Another handle was obtained and the patient was successfully intubated. It was reported there was a slight delay in patient care to get another handle ready, but there was no patient harm. The handle was placed on the charger and no green or red light was present.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to truled adult rechargeable battery. Section d.3.-manufacturer corrected to teleflex medical athlone. Section d.4.-catalog# corrected to 0055502. Section d.4.-lot# corrected to 1603v3. The sample was returned and sent to the manufacturer (truphatek) for evaluation. Truphatek reports that the product was manufactured in march 2016. Since the product shelf life is 18 months; therefore, the product has exceeded the designed life. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification.

Event description:
Customer reported the handle did not charge. It was reported the anesthesia provider checked the light prior to bringing the patient in the room and the light worked. When the handle was used, the light did not work. Another handle was obtained and the patient was successfully intubated. It was reported there was a slight delay in patient care to get another handle ready, but there was no patient harm. The handle was placed on the charger and no green or red light was present.